Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a a 28mm amplatzer amulet left atrial appendage occluder was successfully implanted on (B)(6) 2023. On (B)(6) 2024 it was reported that the patient suffered a stroke on (B)(6) 2024 date and was hospitalized. The patient was administered tissue plasminogen activator (tpa) upon arrival to the hospital. The patient status was stable. Transesophageal echocardiography (tee) was reviewed and no device leak was reported.

Manufacturer narrative:
An event of stroke was reported. A returned device assessment could not be performed as the device was not returned for analysis. Reportedly, the patient suffered a stroke and was hospitalized. The patient was administered tissue plasminogen activator (tpa) upon arrival to the hospital. The patient status was stable. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.